Manufacturer narrative:
This report is submitted on november 11, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2019. It is unknown if the patient was re-implanted with another device.

Manufacturer narrative:
This report is submitted 30 january 2020. (B)(4).

Manufacturer narrative:
Per the surgeon, it was reported that at the time of explantation, there was an infection and necrotic tissue at the implant site. The patient was not reimplanted with another device, as of the date of this report. This report is submitted december 18, 2019.